Manufacturer narrative:
This report is filed on september 21, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and a loss of connection to the internal device subsequent to sustaining head trauma, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was re-implanted with another cochlear device during the same surgery.